Event description:
It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high and the patient got hospitalized. The issue occurred twice and both time patient was hospitalised due to high blood glucose levels. The patient was treated with multiple drug injections (mdi) insulin pump and blood glucose was measured with glucometer. The patient was still in the hospital at the time of reporting.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.